Event description:
It was reported that"signal loss" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5 describe event or problem- correction primary UDI number-correction h2: correction h5 labeled for single use- correction

Event description:
Subsequent to the initial MDR, a correction is required.